Event description:
It was reported that "sparks" appeared when the pump was plugged into a power source to charge. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.